Event description:
Our (B) (4) distributor reported that the sterile package containing this bur has a deformity. The deformity was described as a pin hole. There was no pt involvement, injury or surgical delay resulting from this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this bur and packaging for evaluation. A visual examination found the bur loose from the clamshell inside the package with scratch marks on the pouch. Further evaluation found the sterile packaging compromised.